Event description:
New information received notes that subsequently non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended. No further information is available.

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up with device exhibiting post-paced t-wave oversensing. Programming changes were made; device remains implanted.